Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a stockert generator and a there was foot pedal ablation with no manual pressure. During a pulmonary vein isolation, it was reported that the stockert generator kept ablating even when the foot pedal was not pressed. They completed the procedure by stopping the ablation from the generator directly. There were no patient consequences reported. Additional information was received on the event stating that the generator was in power control mode and the power cut off was set to 35 watts. The nurse was standing next to the generator and immediately pushed the stop button on the generator. The foot pedal was not stuck. There was no remote monitoring technologies (rmt) or other magnetic systems in the room beside the carto 3 v4. The device was evaluated, and there were no errors found. The device performed within specification. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. There was no malfunction found with the device. Device history record (DHR) was reviewed and it was verified that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Additional information was also received on (B)(6)2019, providing the manufacture date. Therefore, device manufacture date . Device manufacture date has been populated. Investigation summary it was reported that a patient underwent a procedure with a stockert generator and a there was foot pedal ablation with no manual pressure. During a pulmonary vein isolation, it was reported that the stockert generator kept ablating even when the foot pedal was not pressed. They completed the procedure by stopping the ablation from the generator directly. There were no patient consequences reported. Additional information was received on the event stating that the generator was in power control mode and the power cut off was set to 35 watts. The nurse was standing next to the generator and immediately pushed the stop button on the generator. The foot pedal was not stuck. There were no rmt or other magnetic systems in the room beside the carto 3 v4. The foot pedal ablation with no manual pressure was assessed as a reportable issue. It was confirmed that the self-ablation only occurred on may 21, 2019 with the biosense webster, inc. Foot pedal and generator. On (B)(6)2019, under manufacturer report number 2029046-2019-03289, the issue was reported again because the customer was complaining that the self-ablation had already occurred at some time before in another procedure but with the same foot pedal. The customer mentioned that they did not previously report this event to us because it was during a procedure with a non biosense webster, inc. System. On (B)(6)2019, the biosense webster, inc. Technical services department decided to send the reported foot pedal (serial number (B)(4)) and generator (serial number (B)(4)) to the manufacturer for testing. On (B)(6)2019, both the foot pedal (serial number (B)(4)) and generator (serial number (B)(4)) were evaluated and no errors were found. The devices were tested and performed within specification. There was no device malfunction found. The devices were also subjected to preventative maintenance (pm), safety and functional testing. The customer complaint was not confirmed for both complaints (manufacturer report number 2029046-2019-03261 and manufacturer report number 2029046-2019-03289). A device history record (DHR) was reviewed. It was verified that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update the manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a stockert generator and a there was foot pedal ablation with no manual pressure. Yesterday, during a pulmonary vein isolation, it was reported that the stockert generator kept ablating even when the foot pedal was not pressed. They completed the procedure by stopping the ablation from the generator directly. There were no patient consequences reported. Additional information was received on the event stating that the generator was in power control mode and the power cut off was set to 35 watts. The nurse was standing next to the generator and immediately pushed the stop button on the generator. The foot pedal was not stuck. There were no rmt or other magnetic systems in the room beside the carto 3 v4. The foot pedal ablation with no manual pressure was assessed as a reportable issue.